Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt may have felt her ipg move while rolling in bed. Her programmer and charger can no longer locate the ipg. She was sent a new charger to resolve the issue, but was unsuccessful. X-rays were taken and did not show any anomalies. The pt will undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.